Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. It was reported, the customer received unspecified sensor scan results perceived to be high compared to unspecified reading from a competitor brand meter. As a result, the customer experienced hyperplasia and being hypertonic and had loss of consciousness. The customer was unable to self-treat and subsequently was in contact with a healthcare professional (hcp) who obtained unspecified blood glucose results from laboratory and treated the customer with insulin (type/dose unknown) for a diagnosis of hyperglycemia. Additionally, the customer received medication and unrelated to their hyperglycemia such as cholesterol, constipation, diuretic and potassium regulating medication along with multivitamins. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.